Event description:
The patient reported that during an office visit, the physician told the patient the device was "dead" and patient is wondering why. The patient also stated that they shocked her heart in the office. It was further reported that the patient had not been followed by a cardiologist since (B)(6) 2007 when she moved. The last ttm (transtelephonic monitoring) of the device showed appropriate sensing/capture with magnet rate of 85 bpm, which is indicative of adequate battery voltage. Follow-up with the physician's office revealed that at the patient's (B)(6) 2001 visit, the patient presented fine with no distress, but a complaint of chest discomfort. The patient did not get shocked/have external defibrillation while there. The patient had been scheduled for an echocardiogram and device interrogation, but the patient has since cancelled the appointments and has not been seen. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.